Event description:
Ous MDR. After an implantation time of about 18 months, strongly vacillating impedance values were reported for the atrial lead during a follow-up. In addition, there was an increase in the atrial pacing threshold to 5.0 v (exit block). The lead was explanted.

Manufacturer narrative:
Ous MDR. The mechanical and electrical properties of the land were checked during the analysis. The analysis showed damage to the outer insulation due to internal fraying in a spatially limited area (4-6 cm distal of the ligature). In addition, the electrical line (outer conductor helix) was broken at this spot. These damage manifestations must be regarded as the causes of the electrical problems complained- about. This damage manifestation is with high probability the result of the simultaneous occurrence of strong and excessive pressure on the lead body in the implanted state. The characteristics x-ray images, indicate subclavian crush syndrome, i.e., the jamming of the lead between clavicle and first rib. The cuts and insulation damages proximal of the ligature are probably due to te explantation. The abrasion signs indicate friction with other leads in the implanted state. The analysis of the damages at the lead did not show any indications for manufacturing errors or material defects.